Event description:
It was reported that following a sacrocolpopexy procedure in 2007, the doctor noted sloughing of the vagina and breakdown of the vaginal incision at the apex. During the procedure, the doctor implanted both a competitor's mesh and reporter's mesh. Reporter's mesh was placed between the vagina and the competitor's mesh to act as a buffer to try to prevent competitor's mesh from eroding. A synthetic suture material with interrupted suturing was used to close the incision. At 1cm x 4 cm of the vaginal mucosa was trimmed prior to closure during the procedure. The vaginal mucosa incision was closed loosely. Beginning approx two months later, the patient experienced vaginal discharge. The doctor removed the part of the reporter's mesh he could see in the office the same day. The patient was treated with vaginal estrogen cream. The patient was treated with pre-operative antibiotics. The doctor plans conservative treatment and time for healing of the suture lines. It should noted that the reporter's mesh was not intended to be used as a buffer material.

Manufacturer narrative:
A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Possible prolonged healing is a known procedural complication as is with any implantable device. Local trauma/ inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the body's immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, and cardiovascular disease etc) further increases the chances of possible prolonged healing. The product was being used as a buffer material which is not according to labeling indications.